Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
Reporter stated the patient has experienced hyperglycemia (as high as 400 mg/dl) during the last month. The patient believes the insulin delivery of the infusion device is inaccurate. She changed the infusion set, battery cover, and adapter, but this did not resolve the issue. The infusion device was not dropped and has not displayed an alarm/error message. The infusion device was requested for evaluation.